Event description:
Pt had mediport for chemotherapy inserted in surgery. Pt returned to hospital 3 days later with infection at site of mediport placement. Cultures of catheter tip, wound (mediport placement site) and blood identified hemolytic streptococcus group a. The would infection progressed to necrotizing fascitis requiring debridement. Pt became septic and developed septic shock syndrome. Pt expired following removal of life supporting treatments.